Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery (rca) with no tortuosity and no calcification, a prowater guide wire was advanced. A 2.25x23 mm rx xience alpine stent delivery system (sds) was advanced without resistance and the stent was deployed in the rca. The sds was withdrawn from the patient anatomy and was out of the tuohy borst valve; however, resistance was felt approximately 24 inches from the proximal end of the guide wire. Reportedly, stickiness was felt and the sds was hard to remove from the prowater guide wire. The guide wire was not wiped down. The sds was tethering with the prowater guide wire 10-12 inches from the proximal end of the guide wire and was able to be removed from the prowater guide wire. The prowater guide wire was wiped down and another rx xience alpine sds was advanced and the stent was deployed. The additional rx xience alpine sds was withdrawn from the patient anatomy and no resistance was felt with the prowater guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.